Event description:
Allegedly revised due to dislocation subluxation. Left side. Revision njr number: 1225688. Primary asa: p1- fit and healthy. Additional information received (B)(6) 2017. Added component.

Manufacturer narrative:
Additional information received from (B)(6) on 02/12/2016: update neck part and lot number. This complaint will be updated once investigation is complete. Trends will be evaluated.